Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 17317394, model/catalog description: linear st lead kit 50 cm. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during ipg revision the physician disconnected the lead and noticed that one of the leads had multiple fractures. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.